Event description:
It was reported that this right ventricular (rv) lead exhibited a decreased lead impedance output and noise interference due to lead fracture. This rv lead was explanted, replaced with a non boston scientific model and will be returned for analysis. No additional adverse patient effects were reported.